Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Due to the device or applicable photographs (relevant to the complaint) were not returned to edwards lifesciences for evaluation, the reported of balloon burst and withdrawal difficulty through the sheath were unable to be confirmed and no manufacturing non-conformities were able to be identified. A detailed root cause analysis for past returned balloon burst complaints have been summarized by a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve at full inflation/deployment. In this case, the available information indicates that patient factors (i.e. Large piece of calcium in the lvot) may have potentially ruptured the balloon during deployment. Regarding the balloon catheter withdrawal difficulty through sheath, the technical summary also notes that a balloon burst increases the possibility of leaving a protruding material that can lead to interference (i.e. Patient¿s anatomy or sheath tip) and resistance during retrieval. As a result, it is possible for the balloon to burst and translate into a tear during system retrieval. However, without the product returned for evaluation a true root cause for balloon burst and withdrawal difficulty through sheath is unable to be determined at this time. The most likely root cause is patient factors (calcification) as outlined above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst during full inflation. The aortic annulus area measured 457mm² with moderate leaflet calcification by CT. Before the case, a shelf of calcium in the left ventricle outflow track (lvot) was discussed; it was decided to watch it closely during bav and valve deployment. The aortic valve was pre-dilated with a 23x4 edwards bav catheter. A commander delivery system was prepped to nominal with 23cc and the 26mm sapien 3 was prepped per the IFU and was advanced across the aortic valve. During deployment, the inflator barrel was emptied, but the balloon immediately burst. The physicians backed the ruptured balloon out of the annulus and watched under tee to ensure there was no aortic root rupture present. The delivery system was pulled back, but was stuck at the end of the 14fr esheath. It was readvanced and turned slightly to attempt to get the balloon to rewrap better. The delivery system was eventually removed from the e-sheath, but it required a lot of force since part of the ruptured balloon was getting caught at the distal end of the sheath. The balloon had a large flap of material that was still connected, but hanging off of the balloon. As the delivery system was being removed off the wire the material flap was pulled off the balloon. Angiographic images were taken to ensure the patient did not have pieces of the material left behind in the peripherals. The valve was watched for a while with echo. The s3 valve position was 80:20 aortic/ventricular and there was trivial paravalvular leak (pvl), so post dilatation was not required. It was felt that a large piece of calcium in the left ventricular outflow tract potentially ruptured the balloon during deployment.